Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. (B)(4)

Event description:
It was reported that the right ventricular lead exhibited oversensing and non-sustained episodes which triggered a lead integrity alert (lia). The lead was completely explanted by laser extraction and replaced. After this intervention fluid accumulation was noted in the pericardium. A thoracotomy was performed to correct the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.